Manufacturer narrative:
Subsequent information received indicated this patient expired. The device was buried with the patient.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was displaying an increase right ventricular (rv) pacing impedance measurements. The highest reported pacing impedance was 1,684 ohms. The shocking impedance measurement had also increased from the approximately 40 ohms to 60 ohms. Additionally, there was an increase in left ventricular (lv) pacing impedance measurements from 300 to 600 ohms. Pacing threshold measurements were 0.7 v @ 0.5 ms. R-wave sensing was 25 mv. There had been no episodes stored in the arrhythmia logbook. A revision procedure was scheduled to take place, but the patient did not present to the hospital.